Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received twenty one shocks and stated that the heart kept going out of rhythm. There was no additional information provided by the field representative. This ICD remains in service. No adverse patient effects were reported.